Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): full lead was returned. The outer insulation was breached with cosmetic depression environmental stress cracking was noted and all conductors had blood/body fluid (not obstructed).

Event description:
The lead was returned and analyzed and subsequently tested out of specification.